Event description:
Event description guidant received information that the implanted lead was observed to be oversensing and had delivered an inappropriate shock. A lead fracture was suspected. The lead was capped and surgically abandoned. A new lead was successfully implanted.